Event description:
The reporter contacted animas on (B)(6) 2015 alleging a meter error 1 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on 04/03/2015 with the following findings: evaluation revealed that an error 1 sub code 7: records crc problem occurs immediately when powering meter. Unable to pair pump and meter. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.